Event description:
It was reported the physician (B)(6) was performing a tonsillectomy using a coblator ii surgery system. Intra-operative, a fuse in the the coblator ii was blown. The facility was able to obtain an alternate unit from a nearby hospital in order to complete the procedure, however, this caused a 30-minute surgical delay. No patient complications were reported as a result of this event.